Event description:
During iliac artery angioplasty with insertion of prot g stent post balloon angioplasty, there was a dissection, then decision was made to inflate prot g self-expanding stent. The lower end of the stent did not open. The stent had to be removed while partially inflated with the sheath. Converted to iliofemoral endarterectomy with a patch angioplasty.